Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). Although requested, the affected product has not been rec'd. A f/u report will be submitted with investigation results should the device be rec'd for evaluation.

Event description:
Customer reported an extension set leaked from the circle on the filter during an infusion. There was no patient harm or medical intervention. No add'l event or patient info was provided. A used sample will be returned to carefusion but it was not labeled and customer is not sure if it is for this event or an unrelated occlusion event.